Event description:
Related manufacturing reference number: 2017865-2024-22421 . It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was difficult to release from the delivery catheter. The physician attempted to redock and release the lp but was still unsuccessful. The physician attempted to re-dock the device again but it spontaneously released from the catheter. The physician decided to leave the device because the numbers improved. The procedure was completed successfully. The patient was stable.